Manufacturer narrative:
The resonator was replaced. The console was repaired: desiccant changed, water and flow rate checked, the fiber port was cleaned to prevent contact corrosion. Verifications of system performed. The laser works properly according to ams specifications.

Event description:
It was reported that at the end of the system warm-up period and with the patient under anesthesia, an error 710 / 302.6 => fault 710 displayed on the system display. The nurse restarted the console and received fault 302.6 then 710. The nurse also tried to plug the console on another socket however was unsuccessful. The case was completed using an alternate procedure (mono-polar resection). There was no patient injury reported.

Manufacturer narrative:
Service repair/system analysis was performed in the field on (B)(6) 2015. The replaced resonator (B)(4) was returned to manufacturer on (B)(6) 2015. Product evaluation: the resonator (B)(4) was evaluated on (B)(6) 2015. The evaluation noted q-switch to be overheated and fiber coupler pins were corroded. The q-switch, coupler cable assembly and desiccant were replaced. The resonator was realigned and a new test report was completed.